Event description:
It was reported that the patient heard the patient alert and went to the emergency room. Upon interrogation, it was found that the left ventricular (lv) impedance alert had triggered due to high impedance and no capture. It was noted that the high impedance was perpetuated by the patient's anatomy. The lead was turned off and remains in the body. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.